Event description:
Complainant alleged that while attempting to treat a 1-year-old male patient, the device was unable to detect the attached pediatric electrode pads. Complainant indicated the patient expired; however, they do not believe it was attributed to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 1-year-old male patient, the device was unable to obtain an ECG signal. Complainant indicated the patient expired; however, they do not believe it was attributed to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: zoll medical corporation evaluated the device and 2 sets of electrode pads (lot# 2824) and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Two sets of defib pads were returned packaged together in an opened condition. Plastic film was found adhered to one of the pad's anterior pad gel. It cannot be confirmed when/where the plastic film became attached to the pads or if was like this as part of the event. The pads, without the plastic stuck to them were tested on a simulator with a known good r series device and were able to detect an ECG signal and shock at multiple joule settings. The set with the plastic stuck to it showed check pads and poor pad contact when testing with the simulator with the plastic still on. The plastic was able to be removed without damaging the pads. The pads were retested and passed. Based on our evaluation of the electrodes, the returned product functioned as expected. We are unable to determine if the plastic film was attached to one of the electrode pads during the event which may explain the report and being unable to read ECG. The film does not appear part of the electrode packaging, and in our opinion, would have been obvious to the user that it did not belong as part of the electrode. No trend is associated with reports of this type.